Event description:
Pediatric arterial line kit was defective. The wire was too large for the catheter. I noticed that it was harder to slide the needle over the wire and then when I went to place the catheter it did not fit. I had to re-do the procedure.